Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The shuntassistant 2.0 is operating not within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. In the shuntassistant 2.0 there were no deposits found. When the valves are opened, it is possible to see much of the interior, nevertheless, there are areas that escape inspection and may contain deposits that can impact the function of the valve. Results: based on our examination results, we can determine an accelerated outflow in the shunt system at the time of investigation. The detected deposits could be named as the cause of the malfunction. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (part # fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operating in underdrainage and had adjustment difficulties. The patient underwent a revision procedure on may 7, 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 81 years. Height: 178 centimeters (cm) weight: 82 kilograms (kg) gender: male.